Event description:
Patient was in pacu and philips monitor showed an ECG flatline 3 times. Connections were checked and leadwires were connected correctly. Two ECG electrode pads were replaced and normal sinus rhythm returned.